Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, an insulation anomaly was observed via x-ray. All electrical parameters were normal. The lead remains implanted and will be monitored. There were no adverse consequences to the patient.